Event description:
During a veptr implant procedure, the surgeon noted that one of the set screws for the distractor lock seemed to be stripped and was spinning and not engaging the threads on the lock. The surgeon applied more compression and was satisfied that the implant was then secure. Patient returned to surgeon one week later complaining of pain. Examination revealed the implant had pulled loose from the rod due to the stripped screw. The surgeon removed the hook and distractor lock and replaced them with new ones. The procedure was completed. The patient is reportedly recovering well. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of synthes device history records for manufacturing revealed no complaint related issues.

Manufacturer narrative:
A manufacturing evaluation was conducted. The part was received with light scratches and anodize removal on the interior edge and exterior surfaces which are consistent with field use. Measurements and material verification show the part is within top level specification. A product development evaluation was conducted. The distraction lock was returned with minor scratches that are consistent with normal use. There are small amounts of material displacement on the lateral tabs which is consistent with assembly and disassembly of the construct. Distraction locks engage the rib hook as well as the rib hook cap mating components. It maintains the desired position of the construct components in relation to one another. A screw is not present in the design of the distraction lock (497.125). Because a screw stripping was described as the cause of this event and no screw is present in the distraction lock, this complaint cannot be dispositioned as valid.